Event description:
The device was returned for mechanical hardware failure (ipc grommet). Upon return, the device started up with no alarms. Performed recharge, hardware, and common volume calibration test. The device passed. Verified ipc service seal was installed properly. Internal investigation found the lever boot retaining plate damaged and rear cover o-ring not seated properly. Ipc service seal will be removed and replaced due to wear and lever boot retaining plate, rear cover o ring due to damage. No other damage found.

Event description:
The following has been reported: biomed reported: "pump problem". "Pump that needs to be evaluated. The pump has been cleaned and multiple cassettes has been used to trouble shoot pump.' Patient harm: unknown. A preliminary review identified the following issue: mechanical hardware failure (ipc grommet). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.